Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected troponinies (tropies) results were obtained from a single patient sample when tested using vitros tropies lot 4770 on a vitros 5600 integrated system. Patient 1 results of 0.174 and 0.114 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected troponin I es (tropi es) results were obtained from a single patient sample when tested using vitros tropies lot 4770 on a vitros 5600 integrated system. A definitive cause of the event was not established. Historic qc fluid performance indicates a vitros tropies lot 4770 performance issue is not a likely contributor to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropies, lot 4770. A within run precision test performed four days following the event indicated acceptable instrument performance. However, as no precision testing was conducted closer to the date the higher than expected results were obtained, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not determined whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Email address for contact office above is (B)(6).